Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. The device was returned unrepaired to the customer, per the customer's request.